Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles in their reservoir. The customer's blood glucose at the time of incident was unknown. The customer states the air bubbles are located at the o ring in the reservoir. The customer states the approximate size of the air bubbles are 2 to 3mm in diameter. Troubleshooting was conducted. The customer was advised to call back if problem persists, and is being sent out a replacement reservoirs.